Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s sleep/wake button was unresponsive, with the screen not turning on and no vibration feedback since initiation of therapy, consistent with a key or button not working and involving the switch component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed an electrical problem consistent with an unresponsive button and implicated the switch component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.